Event description:
The orthopedic surgeon was using the femoral impactor to place the implant and the lateral side of the impactor broke off in the patient. The surgeon was able to locate and remove it. FDA safety report ID# (B)(4).